Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the operation of ileus, the combination of non-medtronic handpiece and a medtronic return electrode pad were used, after the operation was completed, it was judged that burns occurred as pad site. The used return electrode was not discarded at present, however, the corresponding return electrode stuck to the right thigh in the longitudinal direction and the return electrode cord never ran over the patient. There was neither floating nor abnormality when sticking the return electrode to the patient, and there was no water hanging. The operation time was from 13:58 to 14:36, and the electrosurgical device was used only at the time of skin incision and was used about 1 minute to 2 minutes. Burns were partially subcutaneous all around the outer periphery of the return electrode, and part of the water bubble state was also present.